Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation the device failed a pneumatic test step requiring the system board to be replaced to address the issue. Additionally, an alarm indicating a sensor drift was observed. The system board replacement corrected this issue. This would not affect the device's ability to deliver therapy as designed. The machine flow sensor was replaced due to contamination. The device's particulate filter, air inlet foam filter and muffler assembly were replaced due to preventive maintenance protocol. The device was cleaned and tested and passed all final testing.